Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), could not confirm the reported suspected thrombus. A specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The lvad event log file contained relevant data on (B)(6)2020 at 17:35:55 to 20:54:18. On (B)(6)2020 at 17:35:55, the pump clock was corrected. Pump calculated flow began to decrease and eventually flow was 0 lpm. The pump was subsequently powered off at 20:54:18. Temperature, rotor displacement and rotor noise were all stable throughout the captured data. (B)(6) was returned assembled with the pump cable severed 9¿ from the pump housing. A distal portion of the pump cable was returned attached to the modular cable. The sealed outflow graft was not returned. The cuff lock was returned unengaged and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 25jun2020. The heartmate 3 lvas IFU is currently available. This IFU lists pump thrombosis as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The IFU says to inspect the ventricle and remove any previously formed clots that may cause embolisms that may impede flow. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not confirm the reported suspected thrombus. A specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. The lvad event log file contained relevant data on (B)(6) 2020 at 17:35:55 to 20:54:18. On (B)(6) 2020 at 17:35:55, the pump clock was corrected. Pump calculated flow began to decrease and eventually flow was 0 lpm. The pump was subsequently powered off at 20:54:18. Temperature, rotor displacement and rotor noise were all stable throughout the captured data. (B)(6) was returned assembled with the pump cable severed 9¿ from the pump housing. A distal portion of the pump cable was returned attached to the modular cable. The sealed outflow graft was not returned. The cuff lock was returned unengaged and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 25jun2020. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists pump thrombosis as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The IFU says to inspect the ventricle and remove any previously formed clots that may cause embolisms that may impede flow. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a biventricular assist device (bivad) heartmate 3 was implanted. The patient presented with severe biventricular failure. After implanting a heartmate 3 of the left ventricle, the surgeon implanted a heartmate 3 on the right side. After closing up the sternum, as a new line was being placed, the right ventricular assist device (rvad) flows dropped to 0 and there were no flows in the left ventricular assist device (lvad). The patient was opened up again and the rvad was explanted. A mass of tissue was found in the inlet to the rvad, likely from ij. The patient's rvad was exchanged. The patient was stable in the intensive care unit (ICU). The plan of care was rehabilitation looking forward to eventual transplantation.